Event description:
A report was received that the patient underwent a revision procedure due to discomfort at the lead site. The physician relocated the ipg and extensions were implanted. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.